Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('physical pain') in an adult female patient who had essure (batch no: 20240922 , d06937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and c-section. Concurrent conditions included abdominal pain, appendicitis, cervicitis, muscular pain, cholelithiasis, dizziness, numbness in hand, paresthesia, congenital choroid plexus cyst, chest pain, neck pain, labyrinthitis, nausea, groin pain, dyspareunia, nabothian cyst, endometriosis, urination difficulty and urinary retention. Concomitant products included ascorbic acid; calcium phosphate; colecalciferol; docosahexaenoic acid; docusate sodium; ferrous fumarate; folic acid; pyridoxine hydrochloride;t ocopherol (prenexa), docusate sodium, ibuprofen, medroxyprogesterone acetate (depo-provera), minerals nos; vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), complication of device removal ("I still have left coil inside that is causing me issues") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy right side coil removed). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, vaginal haemorrhage, anxiety, migraine and complication of device removal had not resolved, the pelvic pain, menorrhagia and urinary tract infection had resolved and the post procedural complication outcome was unknown. The reporter considered anxiety, complication of device removal, depression, menorrhagia, migraine, pelvic pain, post procedural complication, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Right side coil removed. Date(s) of insertion: on (B)(6) 2016 as written please note discrepancy. Patient received treatment for : pain , abnormal bleeding, uti . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: urinary tract infection. Lot number: 20240922, manufacture date: 2010-01, expiration date: 2013-01. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and c-section. Concurrent conditions included abdominal pain, appendicitis, cervicitis, muscular pain, cholelithiasis, dizziness, numbness in hand, paresthesia, congenital choroid plexus cyst, chest pain, neck pain, labyrinthitis, nausea, groin pain, dyspareunia, nabothian cyst, endometriosis, urination difficulty and urinary retention. Concomitant products included ascorbic acid;calcium phosphate;colecalciferol;docosahexaenoic acid;docusate sodium;ferrous fumarate;folic acid;pyridoxine hydrochloride;tocopherol (prenexa), docusate sodium, ibuprofen, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), complication of device removal ("I still have left coil inside that is causing me issues") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy right side coil removed). Essure was removed on (B)(6)2013. At the time of the report, the salpingitis, vaginal haemorrhage, anxiety, migraine and complication of device removal had not resolved, the pelvic pain, menorrhagia and urinary tract infection had resolved and the post procedural complication outcome was unknown. The reporter considered anxiety, complication of device removal, depression, menorrhagia, migraine, pelvic pain, post procedural complication, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Right side coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: urinary tract infection. Lot number: 20240922 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Outcome of events menorrhagia, pelvic pain and uti was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and c-section. Concurrent conditions included abdominal pain, appendicitis, cervicitis, muscular pain, cholelithiasis, dizziness, numbness in hand, paresthesia, congenital choroid plexus cyst, chest pain, neck pain, labyrinthitis, nausea, groin pain, dyspareunia, nabothian cyst, endometriosis, urination difficulty and urinary retention. Concomitant products included ascorbic acid;calcium phosphate;colecalciferol;docosahexaenoic acid;docusate sodium;ferrous fumarate;folic acid;pyridoxine hydrochloride;tocopherol (prenexa), docusate sodium, ibuprofen, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingectomy right side coil removed). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: urinary tract infection. Lot number: 20240922. Manufacture date: 2010-01. Expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and c-section. Concurrent conditions included abdominal pain, appendicitis, cervicitis, muscular pain, cholelithiasis, dizziness, numbness in hand, paresthesia, congenital choroid plexus cyst, chest pain, neck pain, labyrinthitis, nausea, groin pain, dyspareunia, nabothian cyst, endometriosis, urination difficulty and urinary retention. Concomitant products included ascorbic acid;calcium phosphate;colecalciferol;docosahexaenoic acid;docusate sodium;ferrous fumarate;folic acid;pyridoxine hydrochloride;tocopherol (prenexa), docusate sodium, ibuprofen, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and complication of device removal ("I still have left coil inside that is causing me issues"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy right side coil removed). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, migraine and complication of device removal had not resolved. The reporter considered anxiety, complication of device removal, depression, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Right side coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: urinary tract infection. Lot number: 20240922, manufacture date: 2010-01, expiration date: 2013-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Event"I still have left coil inside that is causing me issues" was added. Event outcomes all the aforementioned events were reported as non recovered/not resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache and c-section. Concurrent conditions included abdominal pain, appendicitis, cervicitis, muscular pain, cholelithiasis, dizziness, numbness in hand, paresthesia, congenital choroid plexus cyst, chest pain, neck pain, labyrinthitis, nausea, groin pain, dyspareunia, nabothian cyst, endometriosis, urination difficulty and urinary retention. Concomitant products included ascorbic acid; calcium phosphate; cholecalciferol; docosahexaenoic acid; docusate sodium; ferrous fumarate; folic acid; pyridoxine hydrochloride; tocopherol (prenexa), docusate sodium, ibuprofen, medroxyprogesterone acetate (depo-provera), minerals nos; vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced migraine ("migraines/ headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingectomy right side coil removed). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in previous follow-up hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ ones were confirmed in patient's medical record: urinary tract infection. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs an medical record received. Essure implant date updated. Essure lot number added. Events added: abnormal bleeding (vaginal). Menorrhagia, urinary tract infection, depression, mental anguish and migraines / headaches. Medical history, reporter and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.